Event description:
It was further reported that the right ventricular (rv) lead had high pacing thresholds. The pace/sense portion was capped and replaced and the high voltage portion remains in use. In addition, the svc lead had been programmed off previously. The lead was explanted and not replaced as it was not needed for the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).